Manufacturer narrative:
One device was returned for repair. Visual inspection found a peeling downstream occlusion (dso) seal. Primary reported problem, cassette not attached error, was verified by functional testing. The cause is a nonfunctioning dso sensor. Replaced the dso sensor and seal to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a "cassette not attached" error. There was no patient involvement, and no patient harm/adverse event reported.